Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion located in the mid lad. It was reported that stent deformation occurred in vivo during positioning/advancement. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: a stylette was loaded in the device. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 22nd distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.